Event description:
It was reported to boston scientific corp that a autotome rx sphincterotome was used during a calculus removal procedure performed on (B)(6) 2009 (female pt, over 18 years old). According to the complainant, during the procedure, when the cutting wire was exposed it was found to be broken. The procedure was completed with another autotome rx sphincterotome. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).